Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the right atrial (ra) lead tip became stuck in the header of the device. When the physician used more force, the insulation by the terminal pin was damaged and exposed the conductor coil. Subsequently the ra lead was surgically abandoned and the pacemaker was explanted as planned. No adverse patient effects were reported.